Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Event description:
It was reported that during a general surgery procedure the devices tissue pad detached from the jaw. The piece did not fall into the patient. They used a second like deice to complete the procedure. There was no patient consequence reported. The device is returning for analysis.